Manufacturer narrative:
(B)(4).. The pcs assembly (p/n 96-3006-001, s/n (B)(4)) was returned for evaluation. Visual inspection of the pcs assembly was performed and no abnormality was noted. The pcs assembly in question was installed into a known good autocat2w and performed functional testing. The known good autocat2w with the pcs assembly in question installed, failed the functional test. The pcs assembly failed helium leak test (patient side), the balloon baseline pressure dropped 8 mmhg approximately 15 minutes after the pump was initiated pumping. The pcs assembly was then removed from the pump. The pcs assembly in question was installed onto the leak tester and failed leak testing. A small leak was noted to be coming from the drain port. Visual inspection of the pcs assembly internal hardware was performed. Dried blood was noted inside the drain valve and manifold block where the drain valve was connected to. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section. Other remarks: conclusion: the reported complaint of "alarm, unable to refill" is not confirmed. The reported problem could not be replicated during the functional test; however, the pcs assembly failed helium leak test (patient side), the balloon baseline pressure dropped 8 mmhg approximately 15 minutes after the pump initiated pumping. A small leak was noted to be coming from the drain port. Dried blood was noted inside the drain valve, and that may have caused the reported complaint.

Event description:
It was reported that the event occurred in the operating room. After connecting the intra-aortic balloon / intra-aortic balloon pump to the patient the pump alarmed "filling is not possible." The helium tank was sufficiently filled with helium. As a result another pump was used for this event. A third party service provider has already checked the pump and noted a defect on the valve block. There was no reported patient death, injury, or complications. There was a delay in the procedure however no harm to the patient was reported. The patient outcome is ok.

Manufacturer narrative:
(B)(4). Device/parts will not be returned for evaluation.

Event description:
It was reported that the event occurred in the operating room. After connecting the intra-aortic balloon / intra-aortic balloon pump to the patient the pump alarmed "filling is not possible." The helium tank was sufficiently filled with helium. As a result another pump was used for this event. A third party service provider has already checked the pump and noted a defect on the valve block. There was no reported patient death, injury, or complications. There was a delay in the procedure however no harm to the patient was reported. The patient outcome is ok.